Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 1.5x6mm mini trek otw referenced is being filed under a separate medwatch report. (B)(4). The analysis was performed by asahi intecc. Co. Ltd: based on the provided information, it is supposed that the resistance between the devices is because of anatomical condition of targeted lesion and vessel, resulting the devices getting stuck each other, however this could not be determined. Lot history review revealed no anomaly relating to the reported event. No other product experience report was received for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, and there is no indication of a product deficiency. Warning section of instructions for use describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. And removal difficulty of guidewire as a possible malfunction and adverse effects.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the calcified proximal left anterior descending artery. An asahi gaia guide wire was placed and while advancing the 1.5x6 mm otw mini trek ii balloon dilatation catheter (bdc) resistance was felt with the guide wire and the two devices became stuck. The bdc could not be advanced or retracted; therefore, the guide wire and bdc were withdrawn from the patient anatomy as a single unit. The vessel was re-wired with a new unspecified guide wire and a new unspecified bdc were used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.